Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device functioned as intended per ventilator operator's guide (9650-002363-01 rev e). "The power-up sequence of the ventilator may indeed be slower when operating on battery power only. This is due to the device's design, which prioritizes the use of external power when available, allowing for a more efficient startup and operation. When the device is running solely on its internal battery, it may take longer to initialize and reach operational status compared to when it is connected to an external power source". The device evaluation was successfully completed, passing all required bench tests, an internal inspection, and full calibration. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device takes approximately 30 seconds to one minute to power on. Complainant indicated that there was no patient involvement in the reported malfunction.